Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 487 mg/dl at 8:42 am, 161 mg/dl at 8:44 am, and 180 mg/dl at 8:45 am when testing was performed on the compact plus system. No actions were reported or treatment received. A request was made for the return of the suspect product and replacement product was sent.